Event description:
The customer initially reports that the device was "not cutting skin complete, missing spots." They said they changed the blade, but that did not help. The craniofacial/plastics nurse subsequently reports the device was set to take a narrow graft. The graft was thicker on one side than the other, and was damaged and so discarded. A second dermatome was used to extend the graft site and take a successful graft. The nurse stated that there was no patient injury.

Manufacturer narrative:
The device involved in the reported incident has been received for evaluation. An investigation has been initiated based on the reported information.